Event description:
The device was returned for service. During service by baxter, a cracked door higes were found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.